Event description:
It was observed during device evaluation that the camera cable was flooded. There was no patient involvement.

Manufacturer narrative:
E3: non-health care professional; e2-no. The camera cable sheath was peeled off, indicating that the camera cable could no longer be kept watertight. There was moisture ingress, which led to the flooding. A device history review could not be verified since the equipment in question was manufactured more than 15 years ago. This issue is addressed in the instructions for use (IFU): check that there are no cracks, burrs, or other abnormalities on the exterior part of the camera head, and that there are no abnormal sags, bulges, scratches, or holes on the camera cable. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4

Event description:
No additional information received from customer.